Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure for in stent restenosis (isr), a physician experienced difficulties retrieving the imaging catheter. The lesion being treated was 99% stenosed with calcification in extremely tortuous right coronary artery (rca) middle. Initially, the physician had difficulty with crossing to the lesion. Plain old balloon angioplasty (poba) was done at the rca middle and an intravascular ultrasound (ivus) catheter was inserted, no image appeared at near the rca ostium. During withdrawal of the catheter, it became caught on the previously implanted cypher stent (rca proximal and the distal side of lesion at rca middle). The imaging core (transducer) was withdrawn from the catheter, and a guidewire was inserted, but the catheter still could not be withdrawn. When the physician attempted to pull the catheter out, a piece of the catheter (about 6cm from the tip of catheter) separated and remained inside the patient. The piece of the catheter was successfully retrieved from the patient using a snare. The procedure was completed, and no patient complications were reported.